Event description:
The patient contacted animas on (B)(6) 2012 and reported that the ok keypad button had delayed responses. The patient denied damage to the keypad. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok and up arrow keypad buttons were intermittently unresponsive. The contrast and down arrow keypad buttons responded to button presses as expected. All keypad buttons did not have normal spring back or click. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a dim/discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.